Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was tested with a liquid filled reservoir and no air bubble anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose. The customer treated with a 20 unit bolus but her blood glucose increased to was 584 mg/dl. She took more insulin but her blood glucose soon exceeded 600 mg/dl. During troubleshooting the customer was able to prime without incident. The device settings were correct. The insulin pump will be returned for analysis.